Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-5312, serial #: (B)(4), description: scs charger 2.0.

Event description:
A report was received that the patient could not charge the ipg out of hibernation because the charger disc became too hot to wear. The patient will undergo a revision procedure wherein the ipg will be replaced. Device malfunction was suspected by the physician.

Manufacturer narrative:
Additional information was received that no information can be obtained from the patient. No further course of action will be taken at this time.

Event description:
A report was received that the patient could not charge the ipg out of hibernation because the charger disc became too hot to wear. The patient will undergo a revision procedure wherein the ipg will be replaced. Device malfunction was suspected by the physician.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on (B)(4) 2018 (B)(4) am CT.the report number is being corrected from: 3006630150-2018-62306to: 3006630150-2016-00365.

Event description:
A report was received that the patient could not charge the ipg out of hibernation because the charger disc became too hot to wear. The patient will undergo a revision procedure wherein the ipg will be replaced. Device malfunction was suspected by the physician.